Event description:
It was reported that the left monitor on the 9800 system was blank. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.